Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "14 false positives. The user checked the false positive with manual test. These cases were not reported to the doctor."

Manufacturer narrative:
H.6 investigation summary: a complaint of "false positive results" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). Field service engineer was dispatched and filter was cleaned to resolve the issue. The complaint is not confirmed. The root cause is related to "dirt on filters/ no device problem identified." Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2019. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter, translated from korean to english: "14 false positives the user checked the false positive with manual test. This cases were not reported to the doctor."